Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the patient side manipulator (psm) to address the intermittent error 1 on arm. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm associated with this complaint and completed its investigation. Failure analysis (fa) was unable to reproduce the reported issue during testing, but confirmed the fault through field error logs. The psm passed in house testing with no trouble found, but as a precaution the main wire harness and espm pca were replaced.

Event description:
It was reported that during an ovarian cystectomy the customer had issues with arm 3 not lighting up on the system. The customer power cycled the system and hard power cycled the patient cart but still encountered non-recoverable 1 fault. The customer disabled the arm again but chose to get another patient cart to use for the procedure. There was no patient harm.